Event description:
It was reported that system gave an error 2 that could not be cleared. No adverse event reported.

Manufacturer narrative:
Customer complaint was not confirmed. Two batteries that were used with this system were not returned. Based on the information logged in the autopulse archives, the 2 batteries were not maintained as required by the battery management program: battery s/n: (B)(4), which was manufactured in october 2008, had only gone through 7 test cycles. Battery s/n: (B)(4), which was manufactured in november 2008, had only gone through 11 test cycles. In order to properly maintain the batteries, they should go through a test cycle at least once per month. Archive files also indicated that small object or patient was used on board. Small object/patient or low battery power output could trigger "ua2" (compression tracking error). No adverse event reported.